Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in a native mitral position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv in on label procedures. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. There is no specific instruction for placement in a native mitral valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results (suggest/indicate) the oval shape and severe mitral annular calcification likely contributed to the pvl post sapien 3 valve deployment and subsequent placement of a plug. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards lifesciences implant patient registry, a patient expired 1 day post deployment of a 29mm sapien 3 valve in the native mitral position. Medical record review revealed the patient was transferred form an outside hospital for cardiology consultation regarding their complicated heart disease. The patient reported increasing shortness of breath and doe requiring oxygen during the day. The patient was scheduled for an open mitral valve and aortic valve explant with open replacement with a sapien 3 transcatheter valve replacement at the same time. During the redo sternotomy, the existing bioprosthetic aortic valve was explanted and a 23mm sapien 3 valve was successfully implanted without issues or complications. During the surgery, a 29mm sapien 3 valve was implanted in the native mitral position. Following the sapien 3 mitral implant, a ¿leak and a large area of noncontact in the lateral commissure¿ were observed. A plug was placed, and the leak appeared to be less. However, the ¿seating was not perfect because if was around the valve in an oval orifice.¿ tee showed a +2 paravalvular leak (pvl) in the mitral position and no leak in the aortic position. The surgery was completed. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On postoperative day (pod) 1, the patient remained intubated, sedated and hypotensive, despite hemodynamic support with pressors. Iapb and an impella device were placed for cardiac output support without success. The patient¿s clinical condition continued to deteriorate. Crrt was attempted; however, the patient did not tolerate the treatment. The patient¿s condition was discussed with the family and the decision was made to place the patient on comfort care measures only. The patient expired later that day. There were no indications or allegations that a valve dysfunction or a malfunction or injury from an edwards device caused or contributed to the patient death.